Manufacturer narrative:
Concomitant medical products: 6947m62 lead implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that rare atrial undersensing was noted on stored electrograms (egm), causing false termination of atrial tachycardia / atrial fibrillation (af) episodes. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.